Event description:
Granulomatous middle-ear infectiion[ear infection nos]. Case description: spontaneous device report, argus no. 2001086073se. A physician reported a patient who had persistent perforation on the eardrum two years after paracentesis. Myringoplasty was performed in 1999. Surgery was uneventful. Fascia underlay technique was used. The middle ear pack was gelfoam, moistured in saline solution. One week after surgery, sutures and canal pack were removed. One month later, the eardrum was judged as slightly thick but this is normal for the healing time. Four months later, the thickness of the drum increased which was judged as secretory otitis media. Two months later, the tympanic membrane was thick and bulging. Diagnostic paracentesis was peformed a month later. It was found that there was a pronounced middle ear granulomatous inflammation, also including part of the mastoid cavity. Microscopic examination showed granuloma with caseation. As safety precaution, treatment against tuberculosis was inserted, as well as steroids. Extensive laboratory work, including direct microscopy, culture and widespread immunological investigations could not reveal any pathological findings. During the following months, the patient had intermittent fever. Slightly elevated levels of c3, c4 and c1q was found. The third operation was performed in 2001. Extensive fibrosis was found. The manubrium of the malleus was markedly thin, approx half its initial diameter. By means of prosthesis sound conduction was restored. The end result of surgery can now be seen in the audiograms. There persists a conductive component, as well as high frequency loss. The reporting physician states that there is a possibility that the granulomatous inflammation is a rare complication of gelfoam.